Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: device photograph(s) for the device related to the reported event of rupture-breast, deep vein thrombosis or thrombus-breast, migration-breast and anxiety-product/ procedure-breast was requested on february 15, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deep vein thrombosis or thrombus-breast: unable to observe since it is not related to the device. Migration-breast: unable to observe since it is not related to the device. Anxiety-product/ procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right-side pain, deep vain thrombosis, rupture, and mentioned the recall. The device has been removed and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis : visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: not observed. Deep vein thrombosis or thrombus-breast: unable to observe since it is not related to the device. Migration-breast: unable to observe since it is not related to the device. Anxiety-product/ procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient later reported right-side capsular contracture baker grade iii . Device has been explanted and replaced.

Manufacturer narrative:
The event of thrombosis/ thrombus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: thrombosis/ thrombus, rupture.

Event description:
Patient reported right-side pain, deep vain thrombosis of the right subclavian vein, rupture, migration, and mentioned the recall. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/21/2024.

Event description:
Patient reported right-side pain, deep vain thrombosis of the right subclavian vein, rupture, migration, and mentioned the recall. The device has been removed and replaced.